Manufacturer narrative:
The reported events of break, no pacing, and over-sensing could not be confirmed. The device was received with normal telemetry and output. Crosstalk and sensitivity tests performed did not identify any functional issues. Associated leads were not returned for analysis. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity. Additional findings: visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. Feedthrough leak test was performed, indicating no sign of hermeticity breach. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. Corrective actions have been taken to address the issue.

Event description:
During an in clinic follow up, a loss of pacing, noise resulting in oversensing and crosstalk were noted on the device. Device damage was suspected. The device was explanted and replaced to resolve the event. The patient was stable.